Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of over 500 mg/dl and diabetic ketoacidosis. Troubleshooting found that the pump alarmed weak battery. Customer requested a new pump only and declined high blood glucose troubleshooting.

Manufacturer narrative:
All operating currents are within specification. No unexpected weak battery, low battery or off no power alarms noted. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No blank display noted. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.